Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter separated from hub during placement with a bd nexiva¿ closed IV catheter system. This occurred on 3 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: it was reported that the catheter came apart during placement.

Event description:
It was reported that the catheter separated from hub during placement with a bd nexiva¿ closed IV catheter system. This occurred on 3 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: it was reported that the catheter came apart during placement.

Manufacturer narrative:
Investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received three 20ga bd nexiva closed IV catheter units accompanied by three top web (labels) from lot number 8235504. Through the visual examination of unit #1, the extension line, dual luer port assemblies and the catheter/adapter (stabilization platform) assembly is separated at the extension line and the clear port of the adapter (stabilization platform). The needle / grip has been removed and was not returned. Units #2 and #3 consisted of the extension line and dual luer port assemblies. There were no traces of adhesive observed at the extension tubing and insufficient adhesive within the clear port of the adapter joint of unit #1. Unit #2 and #3 revealed no presence of adhesive at the extension tubing in the area of separation. A complaint history check was performed and this is the 16th related complaint reported with the defect/condition of separation inserter from tubing with lot #8235504 regarding item #383536. The reported issue was confirmed as the adapter was separated from the tubing. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an insufficient amount of adhesive dispensed in the tubing/adapter inserter port joint. CAPA 684099 was initiated to investigate the discrepancy with the vision system. Corrective actions were previously initiated to monitor the reported issue. The reported lot was manufactured prior to the closure of this CAPA. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.